Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report their device showed a service wrench and attention icon in the readiness display. They had just replaced the charge-pak battery charger after having observed a charge-pak icon. During device evaluation, physio-control observed that the device showed all three icons (charge-pak, attention and service wrench) and that it would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10 and fl11 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.